Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 800 mg/dl at the time of incident and current blood glucose level was 216 mg/dl. The customer experienced symptoms such as felt tired and asleep. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Troubleshoot was declined for the high blood glucose the insulin pump will not be returned for analysis.